Manufacturer narrative:
D10 concomitant product: forcefxc, forcefxc force fx generator 110v x1 (serial#(B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during the procedure, the device¿s tip ignited (match-sized flame) during use. The flame self-extinguished after activation was stopped. No operating room fire was reported. Following the initial incident, the biomed department conducted testing on the esu and identified high-voltage issues with the generator. There was no patient harm or injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned with the original packaging, which was no longer sealed. Visual inspection found evidence of burning. It was reported that the device caught fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Embers can appear if eschar buildup is not cleaned off the device. Eschar is flammable and should be cleaned off regularly. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: tissue build-up (eschar) on the tip of an active electrode poses a fire hazard, especially in oxygen-enriched environments, such as throat or mouth procedures. Keep the electrode clean and free of all debris. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.